Event description:
Subsequent to the filing the initial medwatch report, additional information was received stating that the device failed to cross the lesion and was retracted from the anatomy. Resistance was felt during removal of the device and the stent dislodged. No additional information was provided.

Event description:
It was reported that the target lesion was in the distal left anterior descending artery (lad) with moderate tortuosity and moderate calcification and 100% stenosis. The stent became dislodged from the balloon during advancement in the left main. The dislodged stent was retrieved from the left main using a snare device. Another xience prime stent was used and the result was satisfactory. No adverse patient sequela was reported. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The stent dislodgement was confirmed. The failure to cross the lesion and resistance during withdrawal could not be replicated in a testing environment as it was based on operational circumstances. Based on visual and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.